Event description:
As reported by the user facility: customer reports under infusion. Customer verbalized that this occurred month, month half ago and she does not remember the specifics other than there was no pt injury. Ref: MFR 9610825-2014-00073